Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the respiratory therapist was using manual resuscitator to deliver breaths when an endotracheal tube's cuff leak was noted, adding air to cuff seemed to help. Throughout transport, it required further addition of air to cuff due to further leakage. By time rolling into ICU,10cc syringe was required to remain on end of the pilot line due to continuous leaking when removed. The tube was advanced 2cm which initially helped for a few breaths, but then continued to leak. The tube was exchanged with a tube exchanger, as the spo2 continued to be low 70's, then had a good etco2 waveform post change. An unexpected or prolonged care was stated.